Manufacturer narrative:
(B)(4). It was reported that this event occurred at some point between (B)(6) 2014. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found where the iodine soaked sponge was either missing or loose. There was no patient injury or medical intervention associated with this event. No additional information is available.